Event description:
It was reported that the patient never had therapeutic effect and experienced a loss of bowel control. He had tried all four programs without benefit. It was noted that the patient did not have success with the trial. The patient was originally implanted on the sacral nerves, but when it didn't help his hcp decided to implant and additional lead on the pudendal nerve. The patient tried a "stimulation off" trial on (B)(6), then went back to try program 1 again on (B)(6). It was noted that the patient had prostate cancer in 1985 and believed that the radiation treatments had caused his current problems. It was also reported that stimulation was intermittent. The patient would feel stimulation, then it would "turn off" for approximately 30 minutes. The patient also experienced an overstimulation sensation. It was reported that the patient had fallen and broken some ribs in early (B)(6) 2012, but he did not believe that the fall and the efficacy issues were related.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead, model 3889-28, lot# v749365, implanted: (B)(6) 2011, explanted: (B)(6) 2011. Lead, model 3889-41, lot# v786163, implanted: (B)(6) 2011, explanted: na. Programmer, model 3037, serial# (B)(4).

Event description:
Additional information received reported that the hcp suggested the patient get the device removed. It was noted that the patient didn't get a 50% reduction of his symptoms during the trial and hcp did not recommend the permanent implant, however, the patient insisted on the permanent implant because, it was his last resort. The patient stated that he had radiation in his pudendal nerve area twenty years ago and no one could say if it had caused his symptoms. The patient saw an hcp in (B)(6) who took x-rays because, he felt the leads were in the wrong area. They wanted to use two temporary leads to try and get a response but were only able to use one because one of the leads was inoperative. It was noted that the patient was getting an MRI on his left hip area that was not related to the device.